Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician advanced the device to the lesion and attempted to rotate the snare but was unable to rotate. The procedure was completed using another rotatable snare without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation result of flare detached.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the flare has detached, also the strain relief and the catheter at the proximal and distal sections are bent. Functional testing could not be performed due to the flare detachment. The complaint that the device failed to rotate could not be confirmed; the detached flare prevented functional evaluation. However, manipulation of the device during preparation likely produced the bends found in the catheter, which would prevent rotation of the snare loop. The flare detachment can be caused when a device with a kinked catheter is actuated. Resistance can be encountered due to the friction between the wire and the catheter, and if an extra force is applied in order to extend the loop, the catheter flare may separate from handle. Therefore, the most probable root cause of this event is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.